Event description:
It was reported that the device leaked a discolored watery substance during preparation for use. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.